Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 38 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached back. The customer reported pump physical damage, battery cap damage, decreased pump battery life, rejection of new batteries inserted into the pump, increased no delivery alarms, and an occasional continuous electronic buzzing sound from the pump. The buzzing sound was preceded by a severe low, and when the customer disconnected the pump, they did not see insulin being pushed out. The customer was afraid of pump over delivery. The insulin pump will not be returned for analysis.